Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. The damaged lens was removed and delivery was attempted with a second crystalens, however, this lens haptic also tore during insertion. Delivery was attempted with a third crystalens and this lens became damaged in the same manner. It is unknown what lens model was implanted. Postoperatively, the pt presented with significant corneal edema. Additional information is being requested from the physician. Reference MDR #2031924-2008-00093 and #2031924-2008-00095.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The physician attributed the corneal edema to the removal of the 3 damaged lenses.